Event description:
The reporter stated that the surgeon was using an aspheric three piece collamer lens model cq2015a and a haptic tore off of the lens during insertion. The surgeon enlarged the incision to remove the lens and put in a different lens and used a suture to close the incision.

Manufacturer narrative:
Eval results: (other) - visual inspection of the returned product shows a portion of the lens optic and a haptic is torn off. There is a tear in the other haptic/optic junction. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval. Conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.